Manufacturer narrative:
The covidien field service engineer (fse) evaluated the device and verified the customer reported issue. The fse replaced the graphic user interface (gui) printed circuit board assembly (pcba). (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator stopped cycling while being used on a pt. It was reported that once the ventilator stopped cycling the pt was able to breathe spontaneously. The pt was subsequently removed from the ventilator and extubated. The care plan for the pt was to soon extubate due to improvements in the pt's health. During a follow up with regulatory affairs, it was reported the device incident accelerated the extubation of the pt. The pt was later discharged from the hosp. No additional info available at this time.